Event description:
It was reported that the side rails were becoming loose which could prevent the side rail from latching.

Event description:
It was reported that the side rails were becoming loose which could prevent the side rail from latching. Manufacturer's investigation is ongoing. If additional information is received a follow-up report may be submitted. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device evaluated.